Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of telemetry issues, it was noted that no interrogation of an implantable pulse generator was possible. It was further noted that when the cable was bent there was a short circuit and the programmer shut down. The cable had a deep cut and its overall shielding was visible and its anti-slip layer was ripped off the label. The cable and the label were replaced to resolve all. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency head had a telemetry issue. The radiofrequency head was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency head subsequently tested out of specification during manufacturer's analysis.